Event description:
Olympus was informed by the biomedical equipment technician that the customer visera elite video system center displays an image defect, ¿correct color bars then it goes to a snowy screen when it is plugged in¿. The reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, ¿correct color bars then it goes to a snowy screen when it is plugged in¿ due to a defective video socket connector, does not secure scope video connector. The software upgrade is recommended. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a snow-like screen at connecting the scope after the color bar was displayed most likely due to a defective video socket connector. The specific root cause of the defective video socket connector could not be determined at this time. Olympus will continue to monitor field performance for this device.